Event description:
Ous MDR - for the treatment of a long afs/pa stenosis (300mm) a first stent was placed. Then as second stent the affected pulsar-18 was chosen (length 170mm). The stent could not be fully released and fractured during withdrawal.

Manufacturer narrative:
On 6/25/2018 - added additional device code. The fractured part was removed by surgery. A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the stent was deformed and fractured. The distal part of the instrument including the distal part of the stent was caught in the introducer sheath. The inner shaft has buckled distal to the metal tube where the knife is mounted on. The metal tubing and the inner shaft are fractured distal to the knife. The outer shaft of the returned stent delivery system, which has to be retracted in order to release the stent, was found to be fractured inside the handle and is buckled and constricted at several locations. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.